Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. Weekly hv lead impedance trend data shows an abrupt increase for max defib = 52 to 188 ohms peak and max svc defib impedance = 66 to 180 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the lead exhibited high and varying impedances. The lead is still in use. No patient complications have been reported as a result of this event.